Event description:
A report was received that during a lead revision, the pt's pocket site was revised because, the ipg was on the pt's beltline and was uncomfortable. The physician explanted the pt's leads as he felt he may have damaged them during suturing them down. The pt was re-implanted with new leads. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
The ipg remains implanted in the pt. The leads were returned to bsn for analysis in 2009.